Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely failure of the intermittent image/poor communication was a faulty cable. Although, the root cause of the cable failure could not be conclusively specified, it was likely caused by cable disconnection. The instructions for use (IFU) addresses this failure: do not round the camera cable smaller than the diametral 20cm. Damage may occur. ·when the camera cable is in a round position, do not pull on it and stretch it gradually and straightenly. Doing so can break the camera cable. ·do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. ·do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. ·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. ·do not fix the camera cable with a pair. Doing so can break the camera cable. ·do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation of leakage was confirmed. The evaluation revealed the following findings: damage near head/dome, flooding near head/dome, lock button actuation was heavy and charge-coupled device (ccd) water damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the cable was disconnected while using the camera head. There was no patient harm associated with the event. The device was returned and evaluated, and there was a no image issue found due to a damaged cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.